Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message (e07 code) associated to stirring mechanism blocked or too slow. The issue occurred during procedure. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in fort lauderdale, florida. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In addition, pump patient circuit 2 was found to be noisy. To solve the fault, the whole patient bridge was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The most likely root cause of the reported issue is associated to motor bearing damaged by the corrosion, which consequently does not allow the motor shaft to rotate. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase.